Event description:
It was reported that the patient near syncope presented in clinic for follow up with symptoms fatigue. During device interrogation it was noted that the device had gone into back up vvi mode. A device download was successfully performed. The patient symptoms were resolved with the download.